Event description:
The customer reported false high troponin I results on multiple pt samples. Following servicing of the analyzer, the same pt samples were repeat tested and gave negative troponin I results. Elevated results of this magnitude could initiate a cardiac catheterization. There was no report of pt harm as a result of this event.